Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cervix inflammation and body mass index normal. Concurrent conditions included dysplasia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2010 to (B)(6)2011, nsaids (B)(6) 2010 to (B)(6)2019 and paracetamol (acetaminophen)(B)(6)2010 to (B)(6)2019. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In 2011, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In 2017, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), psychological trauma ("psych injury"), hypersensitivity ("allergy"), bladder disorder ("bladder /urinary") and urinary tract disorder ("bladder /urinary"). The patient was treated with surgery (hyst (full), salpingectomy (bilateral)/ total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the menorrhagia, migraine, alopecia, headache, psychological trauma, weight increased, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches and hair loss. Patient received treatment for: back pain, weight gain. Discrepancy noted in date of insertion (B)(6)2010 and (B)(6)2010. Discrepancy noted in date of removal (B)(6)2019 and (B)(6)2019, (B)(6)2010. Current weight 125 lbs current weight 133 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: gain of weight, lower abdominal pain, dysmenorrhea, pelvic pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion; on (B)(6)2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet received. New reporter were added, product lot number and medical history were added. Events added from pfs- psychological or psychiatric problems condition: depression and mental anguish. Concomitant drug, aka name, lab data were added. Fu 6 and 7 processed together. On 24-jan-2020: fu 6 and 7 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cervix inflammation, body mass index normal, pregnancy, sinusitis, fever, fatigue, tobacco user, lower abdominal pain and premenopausal menorrhagia. Concurrent conditions included dysplasia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6)2011, nsaids (B)(6) 2010 to (B)(6) 2019 and paracetamol (acetaminophen) (B)(6) 2010 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In 2011, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In 2017, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), psychological trauma ("psych injury"), hypersensitivity ("allergy"), bladder disorder ("bladder /urinary") and urinary tract disorder ("bladder /urinary"). The patient was treated with surgery (hyst (full), salpingectomy (bilateral)/ total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the menorrhagia, migraine, alopecia, headache, psychological trauma, weight increased, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches and hair loss. Patient received treatment for: back pain, weight gain. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2019, (B)(6) 2010. Current weight 125 lbs current weight 133 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: gain of weight, lower abdominal pain, dysmenorrhea, pelvic pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint) on 6-feb-2020: medical record received medical history and reporter information were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), alopecia ("hair loss") and headache ("headache"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, migraine, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for: dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migraine, headaches, hair loss and she did not underwent essure confirmation test. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), alopecia ("hair loss"), headache ("headache"), back pain ("back pain"), psychological trauma ("psych injury"), hypersensitivity ("allergy"), bladder disorder ("bladder /urinary") and urinary tract disorder ("bladder /urinary") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), hysteroscopy (full) , salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the menorrhagia, migraine, alopecia, headache, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches and hair loss. Patient received treatment for: back pain, weight gain. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- back pain, psych injury, weight gain, allergy, bladder /urinary. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included dysplasia. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and back pain ("back pain/lower back pain"). In 2017, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), psychological trauma ("psych injury"), hypersensitivity ("allergy"), bladder disorder ("bladder /urinary"), urinary tract disorder ("bladder /urinary") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst (full), salpingectomy (bilateral)/ total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the menorrhagia, migraine, alopecia, headache, psychological trauma, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for: dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches and hair loss. Patient received treatment for: back pain, weight gain. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2019. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events excessive bleeding, abnormal bleeding (vaginal, menorrhagia) was added. Onset date of the event were added: menorrhagia, migraine, headaches, pelvic pain, abdominal pain, back pain/lower back pain. Severity of event abdominal pain and lower back pain were added. Reporter information and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.